Event description:
Account alleged that the pt fell with minor injury. Account did not have the specifics of the pt fall. Account stated that they did not record the bed serial number and did not know which specific bed was involved.

Manufacturer narrative:
Technician checked several beds and the beds' exit systems functioned properly on all. Technician requested that the account check their beds' exit systems and repair them as needed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.